Event description:
During a microcoil embolization of a left renal bleed/pseudoaneurysm, a microcoil recoiled back during delivery into a different branch. During attempted removal, coil embolized to lower pole renal artery causing subsequent thrombosis of undesired vessel. Device still in the pt.